Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit and verified what customer reported. The fse removed the front end board, and found output connector to be broken. Then the fse replaced the front end board, loaded with b 17 and calibrated the unit. All functional and safety test performed. Unit was returned to customer. The failure analysis and testing department received a unit with a reported failure of a broken port. A visual inspection determined that the unit had a broken j5 port. The possible cause appears to be user error. The unit is being retained in the failure analysis and testing department per internal procedures. The most probable root cause per the dfmea is excessive external force or fatigue.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11. Corrected fields: h6 (investigation findings, component codes).

Event description:
N/a.

Event description:
It was reported prior to use that a cardiosave intra-aortic balloon pump (iabp) had plastic stuck in port. There was no patient involved.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6) hosp. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, investigation findings).

Event description:
N/a

Manufacturer narrative:
Updated field: b4; g3; g6; h2; h3; h6 investigation findings, investigation conclusions, type of investigation, component code; h11 corrected fields:e1 initial reporter, event site telephone, event site email a getinge field service engineer (fse) evaluated the unit and verified what customer reported. The fse removed the front end board, and found output connector to be broken. Then the fse replaced the front end board (0670-00-1164), loaded with b.17 and calibrated the unit. All functional and safety test performed. Unit was returned to customer.